Event description:
A patient reported experiencing inaccurate erratic results with an ot ultra meter. The patient's blood glucose was 328 mg/dl and 288 mg/dl within 10 minutes, with a difference of 12%. Patient did not experience any adverse events. No furhter information has been reported.